Manufacturer narrative:
Concomitant medical devices: 419488 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds. During laser lead extraction, the left ventricular (lv) lead insulation was damaged. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.